Event description:
It was reported that pre-test performed, and the foley catheter was placed during surgery. Afterwards, at the end of the operation, it was discovered that the catheter had come out naturally. The balloon itself was received in an inflated state.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.